Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. A commanded shock was performed at 1.1 joules resulting in shock impedances of 96 ohms in triad configuration. A commanded shock was performed at 41 joules resulting in shock impedances of greater than 125 ohms, and a code 1005, which is indicative of an open circuit condition was detected during shock delivery. A successful defibrillation threshold test (dft) was then performed at 31 joules resulting in a shock impedance measurement of 106 ohms. A painless shock test was then performed in which a shock impedance measurement of 103 ohms was measured. At that time the physician planned to wait to replace the entire device system. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. A commanded shock and defibrillation threshold testing was performed in which a code 1005 was observed along with a shock impedance measurement of greater than 145 ohms. Subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. A commanded shock and defibrillation threshold testing was performed in which a code 1005 was observed along with a shock impedance measurement of greater than 145 ohms. Subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. A commanded shock and defibrillation threshold testing was performed in which a code 1005 was observed along with a shock impedance measurement of greater than 145 ohms. Subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.